Event description:
Independent repair center: customer alleged alarming/red light and the key failure is a loose heat exchanger tubing clamp and sieve bed tubing clamp causing unit to leak. No parts needed.